Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the lot history of the subject product and it was found to be acceptable per release criteria.

Event description:
Dr. Reported that an implant was removed one month after placement due to infection. Pt is reportedly fine.